Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported when the cannula was removed from the patient, it was observed that the suture flange was not on the end of the cannulae or that the flange was missing. The user did a pleural cavity search and the flange was not found. A sonogram was used to locate the suture flange. It was found in the bifurcation of the aorta. The patient was moved to a vascular bed and was injected with a radiological contrast media to clarify where the flange was. It was decided to retrieve the flange through the groin. They started on the right side but could not retrieve it. They moved to the left side and successfully removed the flange. No blood products were given. The flange was retrieved under fluoroscopy. The user reported, the surgical procedure was completed successfully, and the patient was in stable condition following the procedure.